Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under-infused (medication and infusion parameters unk) while on a pt. The customer reported that "it is his opinion that the bags were overfilled and it was probably human error." No specific device was identified and there was no pt injury.